Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a brief sensor issue occurred. On (B)(6) 2026, the patient reported experiencing a loss of consciousness (loc) between 12:00 pm and 2:00 pm. Prior to the event, she noticed that her cgm appeared inaccurate and briefly displayed a sensor-related issue or error message. Due to the loc, she is unable to recall additional details regarding the sensor issue or the events leading up to the incident. The patient did not perform a fingerstick blood glucose (fsbg) test when she first suspected the cgm was inaccurate. The patient¿s son found her unconscious on the floor and called emergency medical services (ems). According to the patient, her son reported that the cgm displayed "high" and that an fsbg test also indicated a critically elevated blood glucose level; however, the exact fsbg value is unknown. Prior to ems arrival, her son administered 14 units of insulin using an insulin pen. The patient was transported to the hospital and was hospitalized from (B)(6) 2026 through (B)(6) 2026. The patient stated that she has no memory of the event or hospitalization and is therefore unable to provide information regarding diagnostic testing, test results, treatments received, or any medication names, routes, or dosages administered during her hospital stay. At the time of the report, the patient was doing well. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.